Event description:
The facility reported that a resident was being lifted from the bed when the left shoulder sling clip broke. The resident was lowered back onto the bed. There were no reported injuries.

Manufacturer narrative:
The lift was examined by an arjo investigator and was found to be in good condition. It was missing the top jib cover and some liquids were spilled on the base. All clip attachment points were in good condition. The sling was evaluated to be in good condition, except for the broken clip. The clip was broken through the middle, from the left of the keyhole slot to the right. From simulations, it can be deducted that this break could not have happened during normal, intended use of the sling, but is more likely to be the result of the clip receiving extreme outside pressure, such as but not limited to, that of a washing process. The operating and product care instructions for the marisa and the guidelines for use of the sling clearly state that no mechanical pressure is to be put on the sling. The sling label shows the symbol that warns not to use a washing press. The guidelines also state that before each use, the clips are to be checked for damage. The manufacturer has concluded that the clip was broken in use, most likely as the result of mechanical pressure being applied to it outside of intended use and that no pre-use check was carried out. The manufacturer recommends the operators of the device are retrained to the operating and product care instructions.